Event description:
It was reported that during a ptca procedure involving a 95% stenotic lesion in the lad coronary artery, the maverick2 monorail 15x1.5 mm balloon ruptured at unknown atms. (The number of inflations performed is unknown.) The types and sizes of introducer sheath, guide wire, guide catheter and inflation device used in this case are unknown. No pt injuries or complications were reported.